Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -07.00/+2.0/112 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to patient experienced poor visual acuity. The surgeon did not implant another icl lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional data: h3: device evaluation: the lens was returned dry, in a specimen cup, with residue on lens. Visual inspection found no visible damage to the lens and there was residue on lens. Corrected data: b2: required intervention to prevent permanent impairment/damage. Claim # (B)(4).